Manufacturer narrative:
The quattro catheter was returned instead of an icy catheter. The customer's reported complaint was confirmed during evaluation. The medial and proximal luered tubings were found to be ruptured during visual inspection. The tubings were leaking during flushing. The root cause of the problem could not be determined. Note, during manufacturing, all quattro catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Functional test of returned catheter was performed. The catheter was connected to a pressurized inflation device; the balloons fully inflated when pressurized up to 100 psi and the balloons did not leak during inflation and deflation. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for quattro catheter lot # 68874.

Event description:
The icy catheter was placed in the patient's femoral vein correctly and without complications on the same day of admission ((B)(6) 2017). Due to the patient's clinical condition, an advanced imaging diagnostics using CT scan was required on the day of admission. The contrast medium injector was connected to one of the infusion luered tubings. After recording the contrast agent sequences, a reduced intravascular contrast was found. After checking the tubing connection, a leak was detected at the luered tubing; a non-quantifiable part of the contrast agent remained ex situ. The contrast-tube assembly was connected to another alternative luered tubing(non-catecholamine leg) on the same catheter and was re-performed. Unfortunately, the alternative luered tubing also ruptured during contrast injection. A flexula modulus (which proved to be very difficult due to poor venous conditions in this patient) had to be supplied with an intraosseous access by the emergency physician, since several peripheral access attempts were frustrated. The contrast injection in the peripheral flexula was successful. The icy catheter was replaced. Upon visual inspection, the ruptures were found on both infusion luered tubings and white coloration was observed and tears several millimeters long. No other patient sequaele was reported.